Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a loss of bdu communication error. The ventilator was not in use on a patient at the time the malfunction occurred.